Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 809.6 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2018 it was reported that the empty pump alarm was occurring. The patient had missed a pump refill. The event date was reported to be (B)(6) 2018. The patient¿s wife had reported that the patient seemed a little tight only during this past month. There were no signs of withdrawal (no itching, no dizziness, no fever, no mental status change). They were planning to fill the pump with 500 mcg/ml baclofen giving a dose of 50 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep stated they had filled up the pump with the 2000 mcg/ml of baclofen and changed from flex to continuous of 96 mcg/day. The rep stated the patient was doing well with the system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the last weight recorded in the system was (B)(6) from (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they decided to wait and fill the pump with the 2000 mcg/ml of the baclofen which they should have by tomorrow and starting the dose at 96 mcg/day. Reason for call was the rep wanted to know if they needed to prime the catheter and pump tubing. The rep confirmed that the pump had been kept empty. No further complications were reported.